Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer could not snap the cartridge onto the pump. While troubleshooting with tandem technical support the customer was able to install the cartridge and complete the load process. There was no reported impact to the customer's blood glucose level.